Event description:
Procedure type: ventral hernia repair. According to the reporter: the needle broke while inside the pt's cavity. X-rays were taken to try to locate the needle, it was never located and was never retrieved from the cavity. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.